Event description:
Prior to the scheduled surgery the surgeon was informed that the subject device to be used had been previously damaged. The surgeon choose to use the damaged device. During arthroscopic surgery, a prong on the cannulated cruciform screwdriver broke off in the head of a screw being implanted. An attempt was made to retrieve the broken portion without success. The surgeon had to make an incision in the pt's knee in order to retrieve the inciation in the pt's knee in order to retrieve the screw and the damaged portion of the subject device.